Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the paddles are not functioning and the shock was not delivered. Available details indicate the customer replaced the paddles and the device was returned to full functionality. No repair work was performed by philips. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device was returned to service. No further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because the component is not available for return. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer replaced the paddles to resolve the issue. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the paddles are not functioning and the shock is not being delivered. There was no reported patient involvement.